Manufacturer narrative:
Determination of root cause: assessment: during the on-site evaluation, the territory manager (tm) was unable to duplicate the reported event, completed a grounding check of system and voltage check of system. All were normal. A complete successful system verification was performed pre-event and post-event, indicating that the system was running within specifications. A review of logfile indicated that the system was running optimally within manufacturer's specifications, without any system or user generated messages or errors throughout the procedure. Non-product factors including patient response to the laser ablation, patient healing characteristics and preoperative patient selection could not be reviewed as the surgeon did not provide any patient records for clinical review. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the undercorrection. However, the non-product related factors mentioned above may have been contributors. (B) (4).(B) (4).

Event description:
Adverse event: undercorrection, electric current. A facility reported that a patient experienced undercorrection following refractive surgery. It was also reported that, during one of the postoperative visits, the patient said that he felt an electric current through his body during the right eye treatment. In a follow-up, the surgeon stated that the electric current sensation is highly unlikely due to the laser or laser bed. As for the report of undercorrection, he stated that the outcome has been incorrectly noted, as the current healing response does not allow for a true evaluation of the patient's refractive state. He mentioned that this was a surface treatment and expects a longer healing response, as compared to a lasik case. He also stated that the patient has not suffered any harm or injury.